Event description:
It was reported that the insulin pump alarmed motor error. It was stated that the alarm occurred when trying to bolus and also basal rates may not be working. Blood glucose value is 299 mg/dl; treated with insulin pen. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.